Event description:
The company received the patient's explanted device. It was reported that the patient had an incomplete electrode array insertion due to extensive fibrosis. Previous testing in 2008, showed that the device was functioning. The patient's device was explanted.